Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal dilaudid (20 mg/ml at an unknown dose) via an implanted pump for an unknown indication for use. It was reported that on (B)(6) 2024 the patient went into a hyperbaric chamber. The patient was afraid the pump "crushed" so the patient accessed the pump and injected air into the pump. The patient went to their refill appointment on (B)(6) 2024 and the hcp stated that the reservoir amount was minimal. The hcp filled with saline and aspirated successfully. The rep obtained a pump log and the logs did not show a motor stall. The next morning the patient returned to the office due to over sedation. The pump was replaced the same day. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 225 pounds. The patient's medical history was unknown.

Manufacturer narrative:
H3 analysis of the pump found ¿pump exterior concave shield affected in-vivo function¿ and ¿pump fluid path significant damage to reservoir septum while implanted septum is not leaking.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.